Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer callled to report issues with the insulin pump. Customer reported that the display screen is completely white. Customer reported that there are also black spot blotches on the screen as well. Customer's blood glucose reading at the time of the incident was not included in the report. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Findings: unit received with steady white display due to cracked lcd glass. Unable to verify partial display or missing segments due to display anomaly. Unit received with minor scratches on lcd window.